Event description:
According to a note on the device from rescue 7, "would not pace, would not defibrillate, backup used." No adverse affects to the pt, associated with the incident, were reported. The reporter stated they could not provide any further details.